Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. The lesion was "ugly", tortuous, and located in the right coronary artery. They attempted to pass the ion mr us 20mm x 3.50mm stent through the lesion and it was unable to cross the lesion. They removed the device and it was noted that the stent struts were sticking out. The procedure was completed with a guideliner and then deployed an unknown stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed there was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported crossing difficulty and the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).